Manufacturer narrative:
Visual assessment confirmed the reported complaint of breakage. One of the fork tines has broken off and was not returned for evaluation. The fork is bent and twisted. The anchor and suture remain attached to the inserter. The inserter shaft is bent on two planes distal to the handle assembly. The condition of the device indicates that an excessive amount of force was placed on the inserter during anchor insertion. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been confirmed and that no abnormalities were reported with this product during manufacture. After the evaluation, the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a bankhart repair procedure it was reported that while deploying the third anchor, it broke. The procedure was successfully completed with a backup device. A new hole was prepped, leaving the original empty. The patient's post-operative condition is reported as fine.